Event description:
It was reported that metal shavings were observed to come out of the wire collet during testing. There was no patient involvement, and no user injuries or adverse consequences were reported.

Manufacturer narrative:
Upon disassembly for visual examination, score marks were found on the driveshaft where the thrust washer rides and the ball retainer assembly was also damaged.